Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device. A visual and function assessment was performed on the device and it was observed that the device was not functional and had no power. It was further reported that the labeling and etching was difficult to read on the housing and switch sleeve. During repair, it was observed that there was an unknown liquid substance and corrosion on the internal components .therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning and care. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
This is report 1 of 3 for the same event. It was reported that during an unspecified veterinary surgical procedure, it was observed that the electric pen drive device, hand switch device and cable device stopped functioning while being used together. According to the reporter, there was a five second and then a twenty second delay and then a thirty second delay with the device. The reporter stated there were no delays to the surgical procedure. It was unknown whether a spare device was available for use. It was reported that the surgery was successfully completed. There was no human patient involvement as this was a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.